Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of four for this event. H10: matthias alexander neusser, irina bobe, anne hammermeister, udo wittmann (2021). A 2% taurolidine catheter lock solution prevents catheter-related bloodstream infection (crbsi) and catheter dysfunction in hemodialysis patients. Journal of the association for vascular access, 30(14):s24-s32. Doi: 10.12968/bjon.2021.30.14.s24. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "journal of the association for vascular access" titled, "a 2% taurolidine catheter lock solution prevents catheter-related bloodstream infection (crbsi) and catheter dysfunction in hemodialysis patients", four episodes of catheter dysfunction was observed.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of four for this event. H10: matthias alexander neusser, irina bobe, anne hammermeister, udo wittmann (2021). A 2% taurolidine catheter lock solution prevents catheter-related bloodstream infection (crbsi) and catheter dysfunction in hemodialysis patients. Journal of the association for vascular access, 30(14):s24-s32. Doi: 10.12968/bjon.2021.30.14.s24. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported unspecified malfunction as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "journal of the association for vascular access" titled, "a 2% taurolidine catheter lock solution prevents catheter-related bloodstream infection (crbsi) and catheter dysfunction in hemodialysis patients", four episodes of catheter dysfunction was observed.